Event description:
It was reported that the right ventricular lead had fractured. Oversensing was noted that led to inappropriate pacing inhibition. The lead was explanted and replaced. During the revision procedure, the physician noted a great deal of extra slack in the right atrial lead. When the physician attempted to relieve the slack, the lead was micro-dislodged and the helix was stretched. The helix would no longer retract. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).